Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer facility¿s biomedical engineer (biomed) reported to olympus, a ¿daisy chained¿ monitor flickers or completely black outs when the video processor or scope is bumped. This monitor is the device that is at the end of the ¿daisy chain¿ and receives its signal from a second monitor. According to the biomed, there is a cable that connects the two monitors together and the cable is routed more than 25 feet and goes under mats on the floor. Although there was no visible damage to the cable, the biomed stated he will order a new cable and replace it to see if it will resolve the problem. This was observed during an unspecified procedure. It was noted that a delay of less than 30 minutes occurred, however, there were no reports of patient or user injury related to this event and the procedure was completed with the same device.